Manufacturer narrative:
It was reported that the controller had a broken pin in power port 1. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device failed visual inspection due to a bent pin on power port 1 of the controller, this was most likely perceived by the patient as the reported "broken pin in power port 1". The bent pin did not allow a battery to properly connect to a controller. The most likely root cause of the reported event can be attributed to a forced connection. He manufacturer has an open internal investigation to evaluate power supply port connection pins, all patients on support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation. The instructions for use (IFU) and sources and the controller to prevent damage to either the power source connections or the controller power ports. Per the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that received a call from the patient stating that they were at home and during a routine battery change-out on power port #1 of controller, a pin was broken. Patient stated he used too much force when connecting battery to port and stated that there were no alarms reported. Patient performed elective controller exchange with wife's assistance. It was stated that the patient was annoyed. No additional information available.